Manufacturer narrative:
Unit was previously analyzed by npd before the unit was returned to fal. During the fal analysis a non-sterile orbit galaxy product and the outer box of the product (B)(4), lot (B)(4) were received inside of a plastic bag. Bends were noted in the hypotube. Introducer was zipped and support coil and embolic coil were inside of it. Zipper was in the lock position. Introducer presented some waves. Embolic coil was still attached to the gripper. No anomalies were noted in the support coil. Device was inspected under microscope and neither the gripper nor the embolic coil presented damages. Device was purged using a lab sample syringe (B)(4); syringe's luer lock was fitting to the hub of the galaxy product, pressure was increase until the pressure gage indicator enters position #1, blue zone, and at this time a significant flow of water by the purge hole could be observed; no leakage was noted between syringe's luer lock and galaxy hub. After 30 second the pressure was increase to green zone but the coil was not detached. Pressure was increase to the alternative zone and the embolic coil was detached. Purge hole was compared with a lab sample and could be confirmed that the purge hole of the device involved in the complaint was bigger that the cordis lab sample. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot (B)(4) no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Failures reported by the customer as "dcs "leakage and coil failure to detach" were no confirmed during the analysis; coil was detached using the alternative zone (red zone) according the instruction for use; however a significant finding was noted in the purge hole which is the reason to the coil was detached in the alternative zone. The cause of the kinks noted in the device could not be conclusively determined; however neither the analysis nor the DHR review suggests that these damages could be related to the manufacturing process. Inspections are in place that prevents these kinds of damages leaving from the facility. Even though the embolic coil was detached in the red zone, the complaint was escalated due to the unusual higher flow of water through the purge flow at the blue zone (purging). Therefore action was opened to address this failure. Additional information will be submitted within 30 days of receipt.

Event description:
The orbit galaxy tight distal loop complex fill coil 5 x 10 (B)(4) failed to detach on multiple attempts. Additionally, a stream of saline was noticed coming out between the connection and the hub. The syringe was able to be use with other products, although the alternate detachment zone was utilized to detach the coil. Prior to the failure to detached, the syringe was not taking past the green zone, position 3, and the red zone was not exceeded prior to the failure to detach. A dedicated saline source was utilized to fill the syringe. The patient was on antiplatelet therapy during the procedure. During the procedure, no additional force was utilized to advance the delivery system/coil. A constant and dedicated saline source was utilized at all times. The aneurysm was sidewall and measured 4x4mm with a neck of 4mm. After removal, no other damages were noticed on the delivery systems (kink, bend, fracture, separated, etc) or coil (kink, bend, fracture, separated, etc), and the coil remained attached to the delivery system.

Manufacturer narrative:
The orbit galaxy tight distal loop complex fill coil 5 x 10 ((B)(4)) failed to detach with multiple attempts, including attempting the alternative detachment zone. When trying to detach the coil after removal from the patient, the physician noted fluid loss at the purge hole. Additionally, it was reported that the fellow noted a fine spray or stream of saline was noticed coming from around the hub area. The syringe was able to be use with other products, although the alternate detachment zone was utilized to detach the coil. Prior to the failure to detached, the syringe was not taking past the green zone, position 3, and the red zone was not exceeded prior to the failure to detach. A dedicated saline source was utilized to fill the syringe. During the procedure, no additional force was utilized to advance the delivery system/coil. A constant and dedicated saline source was utilized at all times. The aneurysm was sidewall and measured 4x4 mm with a neck of 4 mm. After removal, no other damages were noticed on the delivery systems (kink, bend, fracture, separated, etc) or coil (kink, bend, fracture, separated, etc), and the coil remained attached to the delivery system. With analysis prior to decontamination fluid exited from the purge hole after syringe was connected but not pressurized. Fluid escaped purge hole with water column pressure and large volume of fluid escaped the purge hole after syringe was connected and pressure was elevated just above orange zone on the syringe. The device and outer box of the product were received inside a plastic bag by failure analysis lab. Bends were noted in the hypotube. The cause of the kinks noted in the device could not be conclusively determined, and may be due to post procedure handling/packaging for return. Inspections are in place to prevent these types of damages leaving from the facility. Introducer was zipped and support coil and embolic coil were inside of it. Zipper was in the lock position. Introducer presented some waves. Embolic coil was still attached to the gripper. No anomalies were noted in the support coil. Device was inspected under microscope and neither the gripper nor the embolic coil presented damages. The device was purged using a lab sample syringe (B)(4); syringe' luer lock was fitted to the hub of the galaxy product, pressure was increase until the pressure gauge indicator entered position #1, blue zone, and at this time a significant flow of water from the purge hole could be observed; no leakage was noted between syringe's luer lock and galaxy hub. After 30 second the pressure was increase to green zone but the coil was not detached. Pressure was increase to the alternative (red) zone and the embolic coil was detached. Purge hole was compared with a lab sample and it was confirmed that the purge hole of the device involved in the complaint was larger than the cordis lab sample. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot (B)(4) no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported leakage around the hub area was not confirmed. The coil detached with functional testing using the alternative detachment method; however a significant finding was noted in the size of the purge hole requiring pressurization to the alternative detachment zone during functional testing and appears to have been the cause of the failure of the coil to detach during clinical use. A risk assessment and investigation has been initiated to evaluate this issue. Action was open to address this failure.

Manufacturer narrative:
Preliminary visual inspection of the unit under a microscope showed no evidence of damage. A thrufill dcs syringe was then connected and used to pressurize the unit. Significant fluid loss was noted coming out of the purge hole by just locking the syringe and barely turning the syringe knob. In fact, just lifting the syringe over the table in the neutral position was enough to cause fluid to stream out of the purge hole. The unit was then pressurized to the blue zone and a large stream of fluid was noted exiting the purge hole. To compare, a second galaxy unit was also placed under the microscope, connected to the syringe and pressurized. The amount of fluid coming out of this unit at the blue zone was orders of magnitude less than the complaint unit. We do not have the equipment available to measure leak rates, but visual indication is that this unit has a significant pressure loss at the purge hole which can cause a failure to detach due to the inability to reach a sufficiently high pressure to detach the coil. Additional analysis will be conducted. No leakage was noted at the (B)(6) or delivery system. Additional information will be submitted within 30 days of receipt.